Event description:
It was reported that an unknown nitroglycerin set leaked. The leakage location was described as near the pvc tubing segment. The step of therapy or use during which this occurred is unknown. Patient involvement is also unknown; however, there was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.